Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test. Unexpected "insert battery" and "replace battery" messages would pop up during testing. After further review of the unit's interior, the battery sleeve within the battery compartment is corroded. In addition to this, the battery cap contacts are unable to make good contact with the battery sleeve due to a crack in the battery threads. Unable to complete prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the recurring battery error messages. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.

Event description:
Information received by medtronic indicated that the battery compartment had cracked. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.